Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a 18.0 diopter zct600 intraocular lens (iol) was explanted from patient's left eye and replaced with a 18.5 diopter zct300 iol. There was no incision enlargement, no sutures or other patient injury. No further information was provided.

Manufacturer narrative:
Additional information: device available for evaluation yes, returned to manufacturer on 09/30/2016. Device returned to manufacturer yes. Device evaluation the device was returned to the manufacturer. Visual inspection with the unaided eye shows the lens is cut in pieces, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. The lens issue could not be confirmed in the returned sample. Manufacturing records were reviewed and the lens was manufactured according to specification. There were no non-conformances with respect to the manufacturing process. A search on complaints revealed no other complaints were received for this order number to date. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.